Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the patient has low impedance or short. Rep reported electrode 1 impedance measurement of 660, electrode 10 impedance measurement of 510. Rep reprogrammed on viable electrodes, cause is not known but the issue regarding the impedance is ongoing. Rep was called about the low impedance reported. Rep stated when they ran an impedance check it came up with an orange icon that said possible short. Rep further clarified when referencing both electrode 1 and 10 together that the impedance was down to 190. Rep stated that the patient was getting adequate stim, they programmed around the affected electrodes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.